Event description:
Customer reported that the numbers on the insulin pump's screen are scrolling on their own. Customer stated that this took place when she attempted to bolus. Blood glucose level was 225 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. No scrolling numbers noted on the display. However, the insulin pump had corroded keypad traces noted.